Event description:
Pulmonetic systems, inc. Received a call from a representative of facility on 06/07/02. The representative reported the following problem: vent inop while on patient, no patient harm.